Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported he received a motor error alarm on the insulin pump while entering a bolus. The customer's blood glucose level was 102 mg/dl. During troubleshooting, it was stated the insulin pump had alarmed with motor position encoder error. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform occlusion and the excessive no delivery test due to motor error alarm. The insulin pump was unable to verify for alarm due to over written history. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners and cracked reservoir tube lip.